Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager failed to open when attempting to access medications. The customer reported that the rm did not unlock during medication access, resulting in repeated rm failures and requiring a witness to retrieve the medications. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from outside that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn 16203943 was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed. The field service engineer (fse) powered down the system, replaced the microswitches and tested in hardware test application (hta) to resolve the issue. The customer then successfully tested the remote manager without any issues. The system functioned as intended after the field service engineer repaired the device.